Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing the device's pacer output resets to zero. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical (B)(4); the device's control board was removed and returned. The malfunction was not verified and a replacement control board was sent to the customer's facility. Analysis for reports of this type has not identified an increase in trend.